Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during removal of a tomofix plate system, reported as a routine removal, a screw was discovered broken between the head and shaft (for posterior proximal screw/c-screw). The surgical removal of the system was completed, reportedly quite easily and there were no troubles during the surgery this report is for the unknown broken screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the broken screw, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.